Event description:
Elevated blood glucose results (175 - 300 mg/dl) while using the suspect device. The following day, pt reportedly had a lab test, which measured his fasting blood glucose at 98 mg/dl. Pt was advised to decrease daily dosage of oral diabetic medication. During pt's follow-up appointment his blood glucose was reportedly tested on physician's blood glucose monitor with a result of 105 mg/dl. Within minutes, pt retested using the suspect device, with a result of 229 mg/dl. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.